Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patient experienced loss of coverage and x-rays confirmed the drg lead had migrated and causing high impedances in most of the contacts. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where it was visibly seen the lead was fractured. The damaged lead was explanted and replaced, thereby restoring effective therapy.